Manufacturer narrative:
A medical history was submitted and evaluated. Some bone loss was indicated by x-ray and infection was present. Infection is the probable cause of failure. Some causes of bone loss include blood supply interuption or bone overheating during initial surgery and slight loading of implant by patient wearing a prosthesis.